Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood from the injection port during the anesthetic induction. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have experienced the issue of blood leaking from the injection port of the bd venflon. I used the port for induction of anaesthesia uneventfully. I then used it to inject more drugs, and blood poured out when I opened the cap of the injection port. Luckily no harm came to the patient. I used a guidewire to railroad a new cannula through it."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood from the injection port during the anesthetic induction. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have experienced the issue of blood leaking from the injection port of the bd venflon. I used the port for induction of anaesthesia uneventfully. I then used it to inject more drugs, and blood poured out when I opened the cap of the injection port. Luckily no harm came to the patient. I used a guidewire to railroad a new cannula through it."